Event description:
On 10/03/2024, it was reported by a facility representative via (B)(4) that an abs-10061t arthrex angel® prp kit leaked. The issue occurred after the case was completed. When removing the disposable set from the machine, the technician discovered blood leaking from part of the tube that sits inside the ¿blue sensor¿ area of the machine. No adverse effects to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to user error due to improper insertion of the cassette.